Manufacturer narrative:
Tissue de-generation related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information that a patient with a 21mm aortic pericardial valve, implanted for approximately five (5) years and one (1) month, underwent a valve-in-valve procedure due to stenosis and mild regurgitation secondary to degeneration. The patient presented with symptoms of heart failure, pulmonary hypertension, and angina pectoris. A 23mm transcatheter valve was implanted. The patient status was reported as recovered.

Manufacturer narrative:
H10: additional narratives: updated b5 per new information received.

Event description:
Edwards received information that a patient with a 21mm aortic pericardial valve, implanted approximately five (5) years and one (1) month, underwent a valve-in-valve procedure due to aortic stenosis and mild aortic regurgitation secondary to degeneration. The patient presented with symptoms of heart failure, pulmonary hypertension, and angina pectoris approximately two (2) weeks prior to the valve-in-valve procedure. A 23mm transcatheter valve was implanted. The patient status was reported as recovered.

Manufacturer narrative:
H10: additional narratives: updated h6 per new information received. The most likely cause is patient factors, including hemodialysis. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.